Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract surgery, two small pieces of plastic came out of the phaco tip. The plastic would not aspirate and were removed from the eye by forceps during the same procedure. There were no other pieces found. The patient was treated with antibiotics. Additional information requested.